Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that white tape was still attached to the tube. Five representative samples were then taken from production at the manufacturing facility and testing was conducted to determine the effects of chemicals towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. The defect reported in the complaint was detected after days of use, and the marking was legible prior to intubation, which eliminates the possibility of using mek and mk72 as these chemicals are used during manufacturing and would be detected prior to intubation. A device history record (DHR) review was performed on the lot number reported (18jg08) and there were no issues found that could relate to the reported complaint. The complaint of tube markings erased was confirmed; however, a root cause could not be established. It is not known why the tubing marks were erased. There have been no changes in terms of ink composition and process at the manufacturing facility that could cause the ink to fade.

Event description:
The complaint is reported as: "for a male new born-baby weight 1300 grams, the baby was trans-intubated with a tube size 3 on (B)(6) 2019 and, since (B)(6) 2019 the numbers on the tube started to erase and finally all the marks got erased. Extubation on the (B)(6) 2019". The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "for a male new born-baby weight (B)(6) grams, the baby was trans-intubated with a tube size 3 on (B)(6) 2019 and, since (B)(6) 2019 the numbers on the tube started to erase and finally all the marks got erased. Extubation on the (B)(6) 2019". The condition of the patient is reported as "fine".